Event description:
Received a report that the user noticed the device did not have an audio tone during post (power-on-self-test). There was no patient involvement.

Manufacturer narrative:
A review of the service history for this unit was performed. There have been no previous complaints or services performed for this unit. This product is no longer manufactured. The failure was isolated by the customer to the main pcb. The customer was provided with end-of-life information for the equipment and he will work with his covidien representative on alternative solutions.